Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker (B)(4); therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received at stryker endoscopy, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report indicates: fault: no fault found. Action taken: full qip. Tests: function test. General inspection. Soak test. Notes: the item has been fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed fit for use by a fully trained stryker engineer." The reported event involving this failure and device could have been caused by: software, front board, digital board, lcd touch panel, sidne or sdc communication, power supply, filter / fuse, connectors, degradation from cleaning, use error. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the device stopped working during surgery. There was a 15 minute delay but the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device stopped working during surgery. There was a 15 minute delay but the procedure was completed successfully.